Event description:
The customer reported to olympus that during the procedure, as they were pushing a snare thru the colonovideoscope, a black piece fell out. Upon follow up, it was clarified that the black piece did fall into the patient's colon. It was very small, soft and flexible to touch; it was successfully removed with a biopsy forceps. There was no delay and no additional intervention was required. There was no impact to the outcome of the procedure. The procedure was completed using the same device, as the event occurred towards the end of the intended therapeutic procedure. There was no report of patient or user harm associated with the event and the patient was reported to be "fine."